Event description:
It was reported that post implant, the patient became hypertensive as they were moved from the procedure table to the transport cart. The patient was transferred back to the procedure table and an emergency echocardiogram was performed. This showed evidence of pericardial effusion with the right ventricular (rv) lead through the apex. An emergency pericardiocentesis done and 150 ml grossly blood pericardial fluid was drained. A pigtail drain was left in place. The rv lead remains in use. It was noted that the patient is taking part in the safety and efficacy study of the medtronic corevalve® system in the treatment of severe, symptomatic aortic stenosis in intermediate risk subjects who need aortic valve replacement (surtavi). Study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: mcs-p3-26-aoa-us, transcatheter valve, implanted: (B)(6) 2015. (B)(4).